Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer. Reportedly, the customer had an alternate pump for insulin therapy.